Event description:
It was reported a patient had an initial shoulder arthroplasty. Subsequently, the patient underwent a revision approximately 15 days post-implantation due to unknown reasons. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. D10: concomitant medical products, part (lot): -sahtst00 (66583110). Associated product information, part (lot): -115313 (j7712782), -010000589 (66378428), -115396(66378428), -sahs1115 (65498093), -180550 (66625914), -180552 (66554469), -180551 (66637970), -180552 (66602929), -115313 (j7712782). The customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient had an initial shoulder arthroplasty. Subsequently, the patient underwent a revision approximately 15 days post-implantation due to a rotator cuff tear. The patient was converted form an anatomical to a reverse shoulder system. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d4; g1; g3; g6; h1; h2; h3; h6; h10 the reported event cannot be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. No problem found as the reported revision is related to a rotator cuff tear which is due to progression of disease overtime and not device related. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.